Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The reporter stated that on (B)(6) 2020 at around 11:00 am, the patient developed symptoms of ¿low blood pressure, dizzy, sweaty and disorientated.¿ in response to the symptoms, the reporter claimed the patient tested her blood glucose with the subject meter and obtained an alleged inaccurate high reading of ¿204 mg/dl.¿ despite the elevated reading, the reporter gave the patient a glass of orange juice to alleviate her symptoms and stabilize her blood glucose. During the call, the reporter informed the csa that the patient manages her diabetes with insulin taken on a sliding scale. The reporter claimed that prior to the onset of symptoms, the patient tested her blood glucose with the subject meter and obtained an inaccurate high reading (exact result not reported). The reporter claimed that in response to the elevated result, the patient took ¿too much insulin.¿ during troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.